Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was button error and also received rewind anomaly. The customer¿s blood glucose was unknown at the time of the incident. The customer stated that the buttons were not working on the pump and was unable to rewind the pump. It was reported that the customer time clock was advancing. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional instruction. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.